Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia, with the highest continuous glucose monitor (cgm) reading of 217 mg/dl, after dosing stopped on the ilet when the dexcom g7 failed to connect; the user removed the ilet and administered subcutaneous insulin via pen and could not enter a fingerstick to resume dosing due to not having a glucometer. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of automated insulin delivery and the need for manual insulin administration. Without hospitalization. Investigation included customer care troubleshooting and user education regarding dosing suspension and waiting 24 hours after long-acting insulin before resuming ilet dosing. Investigation of this case revealed dosing suspension due to loss of cgm connectivity and user inability to provide a confirmatory fingerstick to restart dosing. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the system in the setting of cgm connectivity loss leading to appropriate pump safety shutdown and subsequent hyperglycemia.